Event description:
During a cardiac arrest resuscitation. We applied the stat padz to the pt's chest wall and had a difficult time interpreting the pt's ECG rhythm. It appeared that they were not conducting unless we applied pressure with our hands over the pads. The zoll x series monitor was in "pads" mode when this occurred. We changed pads and it appeared to correct the problem.